Event description:
Procedure: sigmoidectomy - anastomosis. According to the reporter, after a colectomy (sigmoidectomy), the surgeon used an eea 28mm stapler to do the anastomosis. After the removal of the instrument and testing, the surgeon noticed a leak, and found there was a tear on the colon above the anastomosis. The surgeon had to make another section, and redo the anastomosis on the rectum.

Manufacturer narrative:
(B) (4). (B) (4).